Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer's parent that the customer received emergency medical assistance and got hospitalized due to low blood glucose around (B)(6) 2017 with blood glucose of 23 mg/dl at the time of the incident. The customer was given intravenous fluids to treat. The customer experienced symptoms such as weakness and inability to walk. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the pump was not available at the time of the call. The customer went back to pump therapy after a break and was taking a medicine called glucabo, and they had a low that put them in the hospital. The customer had a car accident as well. The customer also had severe hyperglycemia and was using recalled infusion sets. The insulin pump will not be returned for analysis.